Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during prep. There was no reported patient injury. The device was returned for evaluation. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed and the stopcock was open. The sealant remained in the manufacturing position. The syringe and the procedural sheath were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon with water. The results revealed a leak in the balloon of the returned device. Per microscopic analysis, visual inspection under high magnification revealed a radial tear in the balloon, approximately 3 mm from the balloon neck. A product history record (phr) review of lot f2110301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure -during prep¿ was confirmed during analysis of the returned device. The exact cause and timing of the event could not be conclusively determined. Based on the available information, it is impossible to determine what factors may have contributed to the reported event. According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during prep. There was no reported patient injury. The device will be returned for evaluation.